Manufacturer narrative:
All products was discarded in 2021 at the time of the impella support. No investigation of the product is possible that could lead to root cause. The jpvad registry did not furnish further clinical details. The access site bleeding cause is not determined. The failure will be monitored and trended.

Event description:
The medical center in (B)(6) on (B)(6) 2021, had an impella cp support. The patient case was reviewed on (B)(6) 2022 for the jpvad registry and noted an access site bleed that prompted blood product transfusion.